Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the intellivue module could not measure due to contact failure with the cable. Sometimes the display signal is normal and sometimes the signal is lost or noisy. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation when bending/moving the module sensor connector, the signal was intermittently lost or noisy. It was found that the module sensor connector failed due to an open wire continuity at pin 3 and the mother board solder point when the connector was flexed. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues prior to this reported event. (B)(6).